Event description:
It was reported the doctor was performing a breast biopsy and the device received an l3-017/green cable error as the cutter transitioned forward to take a sample. The customer pressed the forward button on the screen to try to advance the cutter forward and the unit continued to receive an l3-017 error. The customer removed the green cable connector, removed the lemo connector and manually returned the cutter to the start position. The customer reconnected the green cable connector to the control module, advanced the cutter for additional samples and followed the same retrieval process when the l3-017 occurred. The doctor managed to complete the case with no patient consequence. One device to be returned for analysis.